Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16652, 2017865-2021-16653. It was reported the asymptomatic patient presented for an unrelated procedure. During the procedure, the left ventricular lead had stopped capturing once the right ventricular lead was disconnected to be removed. The dependent patient then went into cardiac arrest due to no pacing support and the right ventricular lead was attempted to be reconnected. However, the right ventricular lead was then seen to not be able to capture once reconnected and its impedance was greater the 3000 ohms. The physician manipulated the left ventricular lead to see if any damage had occurred when the pacing resumed normally. The right ventricular lead also resumed pacing normally with no other electrical anomalies present. The surgery was completed with the implantable cardioverter defibrillator exchanged and the leads remained implanted. The patient was stable.